Manufacturer narrative:
(B)(4). The returned catheter involved in this event appeared to be in good condition. Catheter was tested and passed electrical, leakage, temperature and stockert generator tests. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Complaint condition cannot be confirmed.

Event description:
It was reported that while ablating in the right atrial ismus during a right side atrial flutter procedure, a loud steam pop was heard and the patient's blood pressure decreased. Ultrasound confirmed a pericardial effusion. A pericardiocentesis was performed. The patient went into a pulseless rhythm and CPR was performed along with endotracheal intubation. Patient was then transferred to ICU and a ventilator was placed. Patient had fully recovered and prognosis was good. Patient was discharged from the hospital 2 days later.

Manufacturer narrative:
Concomitant products used during the procedure: carto 3 system, model #: m-4800-01, (B)(4); cool flow irrigation pump, model #: m-5491-02, (B)(4); stockert rf generator, model #:m-5463-01, (B)(4); coolflow tubing set (product discarded-- not returned for investigation), model #: d-1233-01-s, lot #.: 658031; carto3 external refpatch (product discarded-- not returned for investigation), model #: d-1283-02, lot #: ll033011; webster hexapolar - fixed catheter (product discarded-- not returned for investigation), model #: d-1086-579-s, lot #: 15372844m; webster quadripolar - deflectable catheter (product discarded-- not returned for investigation), model #: d-1079-314-s, lot #.: 15360886m. The customer was contacted by biosense webster field service engineer. The hospital ep lab staff advised that this issue was not related to the bwi systems. The customer declined service. Also present during the case were st jude medical quadripolar (reprocessed catheter). (B)(4).